Event description:
The patient underwent surgical procedure of robot-assisted laparoscopic low anterior resection. #2 splenic flexure takedown at the hospital. The surgeon documented during the procedure "we then replaced the proximal colon into the abdomen and covered the gelport and reinsufflated the abdominal cavity under direct visualization the rectum was dilated and stapler was passed into appropriate position the spike was deployed and connected to the anvil stapler was then closed and fired. Upon removing the stapler the anastomosis fell apart and we appeared to have a misfire and stapler." Documentation revealed the procedure was able to be completed with the use of another replacement stapler. The patient tolerated the procedure well with no intraoperative complications. FDA safety report ID # (B)(4).